Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since spine screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the surgeons (treating clinicians): - the deviation of 2 of the 12 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and one screw was corrected to its intended position with navigation, with the other permanently removed from the spine at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating spine screws. - there was no actual harm nor negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia prolongation of ca. 30 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of spine screws placed at vertebrae left t4 and t6 deviating angulated from the pilot hole and intended position by ca. 2-4mm, is: - a deviation of the screw position displayed by the navigation for these two screw placements, because the non-brainlab screwdriver used was not recalibrated for each new screw by the user, against brainlab recommendations. Two different lengths of screws were used in the procedure. Without re-calibrating the screwdriver between screw placements and using differing screw lengths, the navigated view of the screwdriver will not represent the correct length and specific angulation of the screw. Different screw sizes were used in this procedure, but only the first screw (size) was calibrated with the navigated screwdriver. Apparently, the resulting deviation of the screw position display by the navigation was not detected by the user with the necessary instrument accuracy verification after each new screw re-calibration. This is because the required instrument re-calibration with each new screw was not performed by the user. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the thoracic spine for a fusion of vertebrae t4 to t9, due to a fracture at t7, with intended placement of 12 spine screws bilaterally, was performed with the aid of the display by the brainlab navigation software spine&trauma navigation 2.0. During the procedure, the surgeons: - with the patient in prone position attached the navigation reference array on the spinous process of vertebra t3. - acquired an intra-operative 3d c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and accepted the accuracy to proceed. - used the navigated pointer, with instrument position display on the patient's anatomy in the navigation, to determine incisions. - calibrated a non-brainlab hand-held drill and a non-brainlab screwdriver with screw to navigation. - used the navigated non-brainlab hand-held drill to plan spine screw trajectories and to create pilot holes at the same time, bilaterally into vertebrae t9-t4. - placed spine screws using the navigated non-brainlab screwdriver following the pilot holes. - acquired an intra-operative 3d c-arm scan to verify the screw placements. - determined that 2 of the 12 spine screws placed with the aid of navigation deviated from their intended positions, by ca. 2-4mm at left t4 and t6. - decided to remove the deviating spine screws and to correct the placements using the aid of navigation. - acquired an intra-operative 3d c-arm scan to verify the spine screw placements and determined the re-placement of left t4 as correct, whereas left t6 was still not acceptable. - decided to remove the left t6 screw and proceeded without placing it back in the spine. - completed the surgery successfully as intended and closed the patient. According to the surgeons (treating clinicians): - the deviation of 2 of the 12 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and one screw was corrected to its intended position with navigation, with the other permanently removed from the spine at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating spine screws. - there was no actual harm nor negative effect to the patient due to the deviating placements, also not due to surgery/anesthesia prolongation of ca. 30 minutes. - there were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.